Event description:
Attorney advised his client underwent a cervical fusion. One of the screws was noted to be broken about 4 months post implant. Patient underwent revision surgery.

Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.